Event description:
Information received indicates the valve was retrieved due to thrombus, stenosis and aortic insufficiency. Inspection by the facility pathologist after explanted revealed nodules of calcium on the product, mainly found on the outflow side of the valve. The device was replaced with no additional patient complication reported.